Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed that while performing preventative maintenance, pm, pinch valve vl129 was leaking air. She replaced vl129 in the retic module which addressed the air leak. The repairs were verified per established service procedures. (B)(4).

Event description:
While performing preventative maintenance, pm, the field service engineer, fse, observed an air leak from a coulter lh 780 hematology analyzer. There were no error messages reported by the fse at the time of the occurrence. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.